Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Cause of bg was unknown. Customer administered a manual injection to address bg. Reportedly, customer loaded cold insulin into the cartridge and reused insulin from a previous cartridge. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.